Event description:
It was reported there was moderate diaphragmatic stimulation, with elevated threshold, in the lv (left ventricle). The lv lead was disabled, due to the patient's discomfort. Additional information was later received reporting the lv lead had loss of capture at previous settings and was now unable to capture without diaphragmatic stimulation. It could not be repositioned due to inability to cannulate coronary sinus, so the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed.

Event description:
It was reported there was moderate diaphragmatic stimulation, with elevated threshold, in the lv (left ventricle). The lv lead was disabled, due to the patient's discomfort. Additional information was later received reporting the lv lead had loss of capture at previous settings and was now unable to capture without diaphragmatic stimulation. It could not be repositioned due to inability to cannulate coronary sinus, so the lead was capped. No further patient complications have been reported as a result of this event.